Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a sensor glucose vs blood glucose reading mismatch. The customer reported blood glucose value of 350 mg/dl and there was a100 points difference. The customer stated that the amount of insulin recommended by the pump would not be enough to cover his meal bolus. The hyperglycemic event was treated with insulin pump and manual injection. The event involved products mmt-1884, mmt-7040ma, mmt-398a, mmt-332a. Troubleshooting was performed for hyperglycemic event and not performed for sensor glucose vs blood glucose. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The blood glucose value was 350 mg/dl and there was a100 points difference and the difference was greater than 30%. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040ma. No product return is required for mmt-398a. No product return is required for mmt-332a.